Manufacturer narrative:
Follow-up # 1 date of submission 01/11/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was peeling at the ok button and the audio bolus button was torn. During testing, the down arrow button was intermittently responsive, the contrast button was unresponsive, and the up arrow and ok buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.

Event description:
On (B)(6) 2012, the patient contacted animas, alleging that the up arrow and down arrow keypad buttons were intermittently unresponsive. The patient stated that the keypad cover was peeling by the ok keypad button, and alleged that the response issues had occurred first. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.